Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was prompting unknown error messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when he started to get the error messages and he was unable to specify the exact messages he received. The patient manages his diabetes with a combination of a fixed dose of 24 units of basaglar insulin and humulin n/humulin r insulin which he self-adjusts. He indicated that he did not make any changes to his usual diabetes management routine as a result of obtaining the error messages. He stated that about 7:16pm on (B)(6) 2019, he developed symptoms of ¿weak, lightheaded and passed out¿. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca twice walked the patient through a retest, but the patient obtained error 2 messages on each occasion. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining unknown error messages on the subject meter and continuing with his usual diabetes management routine.